Event description:
It was reported that following a pulse field ablation (pfa) procedure using faradrive sheath the patient experienced bleeding from the access site. During recovery excess bleeding was observed from the access site of the sheath so they were admitted to the hospital for "a few days after the farapulse procedure". The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.